Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the pump was alarming with a dark screen. The battery door had been opened/closed. The pump powered back on but would only light up momentarily before shutting off again. The patient did not have other batteries to replace with. This issue often occurs with this pump due to recurrent power loss. The medication used was 5fu. There was no reported patient harm. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.